Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Pump setting : res vol: 96.1 ml, rate: 2.3 ml/hr, given:10.95 ml. It was unknown if air in line was noted. Patient was not affected. No further information available.